Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 170 mg/dl at the time of the incident and current blood glucose was unknown. The customer¿s blood glucose was up to 488 mg/dl. The customer was treated with insulin pen. The customer reported that the insulin stopped giving insulin. The insulin pump will not be returned for analysis.